Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device got a yellow screen showing that voltage was too low for projected remaining capacity related to the fault code 1003. Per faults and actions, the pacemaker can not be implanted. No patient involvement.